Manufacturer narrative:
The reported event that patient required explantation of the device due to irritation could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a investigator initiated study (iis). This is a retrospective data collection case series¿, published on august 13, 2024, which is associated with the stryker titanium plates used in extremities; e.g. Variax, axsos, and profyle systems. This report includes analysis of the clinical data which was collected on 1197 patients. The date collection of the cases in this study range from 2017 and 2020. During the review of the study report, it was reported that patient # (B)(6) experienced 1 stripped 4.0 mm locking screw and 1 cold welded 4.0mm locking screw, during a removal procedure for local irritation. This record covers a screw removed due to local irritation.